Manufacturer narrative:
On (B)(4) 2013, ortho clinical diagnostics (ocd) notified customers ((B)(4)) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; ¿discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. ¿ post this notification in your laboratory or with your user documentation. (B)(4).

Event description:
During an ocd internal review on (B)(4) 2014 for (B)(4) it was discovered that plate bk0856 from testing date (B)(4) 2013 to the hbsag assay had a control well that did not pipette. (B)(4). Upon discovery, cts contacted the customer on (B)(4) 2014 to determine if the plate was dispositioned (B)(4). Customer investigated and determined that plate bk0856 from (B)(4) 2013 was aborted per (B)(4) and all sample testing was repeated.